Event description:
It was reported that post explant, an implantable pulse generator (ipg) showed an unexpected decrease in battery longevity. The ipg was not explanted due to battery depletion. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed with no anomalies found. The initial reporters contact information did not meet formatting requirements. (B)(6). (B)(4).